Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3.0mm x60mm x135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and a pinhole near the tip was noted on the balloon. The procedure was completed with a different device. No patient complications nor injuries reported and the patient status was good.